Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has a maintenance required code #5 error showing on display. There was no patient invovled.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) observed helium pressure transducer out of calibration as per error log. Fse performed helium pressure transducer calibration and passed successfully. Fse rectified the issue and observed machine on trainer for 4 hours working fine. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.